Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and transmitter has no voltage. The receiver log was downloaded and confirmed the complaint. The reported event of loss of connection was confirmed. A root cause was determined to be a failed transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/24/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.